Event description:
Customer alleged most of the pendant failures are moving the bed on its own before failing. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model echo bed, serial number/date code (B)(4) is approximately 8 years old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient's age, height and weight are unknown. The patient's medical condition, stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called and stated that the pendant failed and allegedly moved the bed on its own before failing. No injury alleged. The pendant is being returned to invacare or an inspection and evaluation.